Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A search of the record files found one other event (B)(4) with the same lot number however, there is no evidence to suggest that the 2 events are related. This report is the final report being submitted by vasorum. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up. (B)(4).

Event description:
It was reported that a physician attempted to use a celt acd 5f to close a 5f arterial puncture. Steps were performed as per IFU but bleeding was noticed immediately upon ejection of the implant. Manual compression was performed to achieve hemostasis. The physician then elected to reaccess the arterial system from the opposite groin to determine if the implant had embolized and if so what location. The angiogram revealed the implant in the middle of the peroneal artery but was not occlusive and the patient had no symptoms. The patient was held for observation overnight and a vascular surgeon was consulted. It is not known if the patient developed any symptoms the following day but it is understood the surgeon elected to perform surgery to remove the implant. It is not known what surgery was performed specifically but it is understood that the peroneal artery was sacrificed during the surgery. The patient was reported to be stable and was discharged from the hospital.